Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and gel leak.

Event description:
Healthcare professional reported right side shrinkage has formed in the inflamed capsule around the implant, rupture, and signs of implant bleeding. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Anxiety ¿ product/procedure: unable to observe, as it is not related to the device. Gel bleed: not observed. Additional observations: observed, 1 opening assessed, as surgical damage.

Event description:
Healthcare professional reported, right side device rupture. Diagnosed via MRI and confirmed, during surgery. The device has been explanted and replaced with a non-allergan device.